Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in progav 2.0 and the shuntassistant 2.0. Results : based on our investigation results, we can determine that the progav 2.0 valve is not adjustable. The determined deposits can be named as the cause for the adjustment difficulties. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. No functional deviation could be determined of the shuntassistant 2.0. We can exclude a defect at the time of release. The shunt ystem met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 100 centimeters. Weight: 16 kilograms. Gender: male.